Manufacturer narrative:
(B)(4). The customer reported that excessive ECG artifact was present while using pads on a pt. There was no report of negative pt impact. Philips field service engineer evaluated the device and could not reproduce the reported symptom. The device passed all testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that excessive ECG artifact was present while using pads on a pt. There was no report of negative pt impact.